Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: when the physician attached the raulerson syringe to the introducer needle, the hub cracked prior to patient use. He removed it and opened another set and the cvc was placed successfully without any complications.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when the physician attached the raulerson syringe to the introducer needle, the hub cracked prior to patient use. He removed it and opened another set and the cvc was placed successfully without any complications.